Manufacturer narrative:
Other relevant device(s) are: product ID: vamc4040c150tj, serial/lot #: (B)(4), ubd: 18-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts (x3) were implanted during an unknown thoracic endovascular procedure. Vessel calcification and tortuosity were noted. It was reported on an unknown date, follow up CT identified an unknown type endoleak. The aneurysm diameter had not expanded so the physician elected to monitor. Approximately 4 years post the index procedure the patient was transferred emergently to hospital with back pain. A CT showed the stent graft was floating from the blood vessel wall. It was confirmed that it had migrated considerably and the blood vessel had ruptured. Intervention was performed. The abdominal region was replaced with a y graft, but it was difficult to approach the abdominal region due to the patients surgical history ( 3 laparotomies), so the physician approached from the fa. The first valiant sent (vamc4040c200tj) approach was difficult, but it passed by placing a stent in the y graft and overextending it. However, the implanted device, which had undergone migration had advanced due to tortuosity, so it could not be moved up in the descending thoracic region; when it was pushed hard, the blood vessel ruptured again on the celiac. It was placed so as to cover the first one, but the contrast study could not be performed, so it was a bit short. While performing balloon occlusion, the second device (vamc3838c200tj) was placed so that it was placed over the sma but the blood pressure did not rise. As there was an endoleak in the proximal end of the originally implanted device, the vamc4040c150tj was placed in the proximal nervous system (distal arch) as scheduled. However, the condition did not change and the patient was transferred to ICU however the patient died of re-rupture on the same date. Per the physician the cause of the endoleak, migration, rupture and death were due to the patients vascular morphology and abdominal y graft replacement and tortuosity of an indwelling device.

Manufacturer narrative:
B5; additional information received: it was reported that from the 3 devices that were implanted, vamc3636c200tj, vamc3636c150tj, v amc3838c200tj, it was not clear which one was specifically migrated, but the 3 of them overlap and were placed, and the entire device had migrated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received : per the physician, the cause of death was due to aortic rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.